Event description:
Customer reported the centrifuge lid would not stay closed during spin.

Manufacturer narrative:
It was reported the latch on express 3 unit was disengaged during operation. No one was injured. No patients were harmed nor loss of patient samples were reported.